Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. A field service engineer (fse) replaced the inseparable latch for full height drawer 6 and confirmed that the pharmacy technician was able to open drawer and recover successfully. Preventative maintenance was performed and resolved the issue. The system functioned as intended after the field service engineer repaired the device.